Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37666 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for two applications. However, the catheter usage date recorded on the smart chip (B)(6) 2024 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. No anomalies were identified during inspection of balloon and shaft segment. The injection tube, leak detection, and thermocouple wires were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed close to the luer. In conclusion, the reported issue (the catheter was not recognized by the console) was not confirmed by analysis. The balloon catheter failed return inspection due to a guide wire lumen kink and a breach was observed close to the luer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the catheter was not recognized by the console. The catheter was replaced and the issue remained. The catheter was replaced again using a differenet lot number which did not resolve the issue. The catheter was replaced for the fourth time which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.